Event description:
It was reported by the nurse that the customer was in the emergency room currently. Customer wants to know if someone can come check the insulin pump for the malfunction. Customer's blood glucose level was 250 mg/dl. The nurse was told to have the customer call to document the hospitalization. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).